Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Review of the longevity calculation noted a total of 107 charge starts. Projected longevity is 2.7 years. Pg was implanted for 4.3 years and did not declare eri/eol while implanted. The rf telemetry time between 25-nov-2022 and 14-april-2023 is 24,008 seconds, approximately equivalent to 3 charges. The reported field allegation of shortened longevity is due to a large number of charges and telemetry. This is normal operation. No problem was detected.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected. Subsequently, the patient underwent a revision procedure, and this product was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected. Subsequently, the patient underwent a revision procedure, and this product was explanted and replaced. No additional adverse patient effects were reported.